Event description:
Reporter indicated that a vns pt had experienced an increase in seizures above pre-vns baseline level. The physician requested recommendations on which vns setting could be changed in order to improve seizure control. It was reported that there had been no trauma or manipulation of the device. It was reported that it was possible that the pt had changes in medication or worsening disease process. Attempts to gather additional information have been unsuccessful to date as the pt has been referred to another clinic, but has not yet had an office visit there.